Event description:
The customer reported that following a ptca procedure in 2001, a vasoseal es was deployed, immediately after deployment of the collagen plug, the patient had a reaction and devjeloped inflammation around the puncture site. After some time, the leg also became inflamed. The pt had a high fever (38 degrees centigrade) for three days. Tests were performed which ruled out other causes of infection. The pt was treated with antibiotics given intravenously. At the time of this report, the patient's status was good. No further complications were reported.